Event description:
User facility reported that the device was in use for infusion when the luer lock of the device became detached from the extension set. According to the reporter, this issue caused blood reflux to occur and therefore the user facility required that the pt's implanted portal system be replaced. No permanent adverse effects to the pt were reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.